Event description:
It was reported that approximately eight months after implant the patient developed a scab lateral wound edge with imminent pocket perforation. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 419678 lead (B)(6) 2010. (B)(4).